Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements for about ten days which then returned to normal values. The r-wave amplitude dropped from 20 millivolts (mv) to 12 mv. As the device moved freely in the pocket, it is suspected the patient has twiddler's syndrome. The physician suspects the rv lead has fractured. The device tachycardia therapy was turned off and the patient was given a life vest. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received indicates that the right ventricular (rv) lead was explanted due to high out-of-range shock impedance measurements. No additional adverse patient effects were reported.